Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), that the "md felt the lens may have been scratched". Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is protruding through a drain hole in the lens case. The optic is split at the haptic insertion area. A mark is observed near the optic edge on the anterior side. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported model is only qualified for use in the company (a) cartridges. The reported optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).